Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays of by manufacture revealed two areas of suspect. Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a vns implanting physician in australia that their patient had high impedance (dcdc=7) on both system and normal tests. Eos was no. The patient's device was disabled (B)(6) 2013. There was no report of any patient manipulation or trauma prior to the reported event. Surgery is going to be planned but no date set at this time. X-rays were received for review. The generator is implanted in the left chest higher than is usually seen. The filter feed throughs are intact, and the pin appears fully inserted. There is some lead behind the generator that cannot be assessed. The lead is intact at the lead pin. The lead electrodes are implanted at approximately c5 in a normal orientation. A strain relief bend is present but is not per labeling. No loop is present. Two areas of suspicion are noted in lead body. The first area is a right angle distal to the anchor tether. The 2nd area is further distal and is a ¿crimped¿ area, as if it had been pinched. There are no frank breaks noted. Based on the review of the x-rays, the cause of the high lead impedance is likely due a lead fracture, as the lead pin is fully inserted, ruling out a lead pin issue. Also, the portion of the lead behind the generator could not be assessed, therefore a lead fracture in that portion of the lead cannot be ruled out. The presence of a micro-fracture in the lead also cannot be ruled out.

Manufacturer narrative:
(B)(4).

Event description:
The generator and lead were received for analysis. The returned product form listed the explant date as (B)(6) 2013. Both generator and lead were replaced. Generator analysis was completed on 10/10/2013. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Analysis of the lead was completed on 10/10/2013. A break was identified in the positive coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the broken ends. However, due to metal dissolution and mechanical distortion (smoothed surfaces) the fracture mechanism cannot be ascertained. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations, typical wear and explant related observations, no other anomalies were identified in the returned lead portion.